Manufacturer narrative:
Findings: unit received with currents in spec. No unexpected battery out limit.no button error alarm. Intermittent button response due to moisture damage keypad trace. No blank display. Lcd board ok. Scratched lcd window, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. Lcd board ok. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had button error alarm and blank display. The blood glucose at the time of the incident was 122 mg/dl. The device will be returned for analysis.